Manufacturer narrative:
Initially it was reported that the white hemostatic valve was pushed inward toward the sheath. The biosense webster, inc. Product analysis lab observed on (B)(6)2020 that the device was returned in the condition reported as the hemostatic valve was pushed inside the luer hub, causing sheath obstruction. The brim cap and friction ring have no damage. The hemostatic valve issue remains assessed as a reportable issue. The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent an atrial tachycardia right (r-at) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The dilator would not advance at all through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the white hemostatic valve was pushed inward toward the sheath. There was no occlusion while irrigating the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. This device was not used on the patient. There was no obvious outward damage to the sheath noted. The white piece visible through the clear area, just distal to the valve was not seen on other sheaths. Thus, flagged them that this may not be normal. The hemostatic valve did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. The procedure was continued without further issues. No patient consequences were reported. The device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub, causing sheath obstruction. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the valve separation could be related to the procedure; however, this cannot be conclusively determined. This issue is highly detectable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia right (r-at) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The dilator would not advance at all through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the white hemostatic valve was pushed inward toward the sheath. There was no occlusion while irrigating the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. This device was not used on the patient. There was no obvious outward damage to the sheath noted. The white piece visible through the clear area, just distal to the valve was not seen on other sheaths. Thus, flagged them that this may not be normal. The hemostatic valve did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. The procedure was continued without further issues. No patient consequences were reported. The carto 3 system was operating per specifications and was not responsible for the product issue. It was reported that the sheath has been determined to be the root cause of the complaint reported. The issue reported was assessed as a reportable MDR hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).